Event description:
Blood leak noticed in the dialyzer, but the machine did not alarm. Treatment was discontinued. The patient's blood was not re-infused. A new machine was set up and the patient resumed dialysis treatment.